Event description:
Customer reported excessive alarms through email, though the type of alarm was not specified. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined troubleshooting and a callback.